Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be confirmed on the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT¿s and procedure angiograms showing the distal endoleak were not provided. It is possible that the patient¿s anatomy with short common iliac arteries were a contributory factor in the migration and distal endoleaks. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1616c124ej, serial/lot #: (B)(4), ubd: 03-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 94 mm abdominal aortic aneurysm. Etbf2516c166ej was implanted from right and the etlw1616c124ej was implanted in contralateral side. It was reported that the common iliac artery was short and the landing was performed it was reported that approximately 42 months post index procedure, the patient was presented emergently to the hospital with a type ib endoleak due to a detachment of the limb. Angiography was performed on the following day, which conformed that both limbs had migrated into the aneurysm. Coiling was performed in the left iliac artery. Etlw1610c93ej was implanted on both sides and extended to external iliac artery. Final angiogram was performed, the endoleak that was found to be initially flowing from distal region into the aneurysm was not seen. As per the physician, cause of the event was patient's vessel morphology. It was reported that the patient had a small common iliac artery. No additional clinical sequelae were reported and the patient is fine.